Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from video-assisted thoracoscopic wedge resection, air leak from chest tube was observed. Treatment was to maintain chest tube to water seal. The event led to four days extension of patient hospitalization.